Manufacturer narrative:
We determined that this issue, which occurred during catheter insertion, could potentially lead to health risks such as vascular or organ damage. We are currently collecting and analyzing the device's log data. We have not received any reports of this incident recurring.

Event description:
When the physician was inserting a central venous catheter into a patient, the power of arietta 50 was being used to monitor the catheter's placement suddenly shut down. The physician temporarily paused the procedure, turned arietta 50 back on, and, since it restarted successfully, resumed the procedure, which was completed without incident. No harm to the patient's health occurred.